Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of high intraocular pressure, fibrosis and eye injury are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. The patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system. The safety and effectiveness of more than a single implanted xen®45 gel stent has not been studied. Warnings: if required, bleb needling is recommended to be performed in the operating room. Use caution during the needling procedure to avoid direct contact with and damage of the xen®45 gel stent. In the american academy of ophthalmology¿s (aao) preferred practice patterns for primary open angle glaucoma, bleb needling is listed as a recommended action ¿as necessary¿ in the perioperative care in glaucoma surgery to maximize the chances for successful long-term results.

Event description:
Healthcare professional reported device was not draining and during a needling procedure, xen®45 gts pierced the left eye's conjunctiva. The device has been explanted.